Event description:
Alleged over infusion after a spill on the front of the unit was left to dry. The unit was found to have a lot of dried solution in the door assembly and "seer was stuck shut", when reviewing 10 units in the same area 2 others had the same problem. Customer states they did not know what medication was infusing and no injury to the patient.